Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that she did not check patient line prior to connecting to hc. The baxter technical service representative (tsr) had the home patient (hp) cycle power to clear system error 2240 followed by system error 2367 ending therapy. The hp would notify peritoneal dialysis registered nurse (pdrn). (B)(4) contacted the hp on (B)(6) 2011 regarding the alarm. The home patient (hp) stated that the issue was resolved. The cause of the alarm could not be determined. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. The hp stated that they had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown; therefore, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Label review was not performed no user error was suspected. An individual trend review was not performed. Product lines for trends and will take action as appropriate.